Event description:
Two implant cards were received indicating that during initial implant surgery high impedance was observed with the new generator and lead. Another implant card indicated that another system was implanted and that device diagnostics were within normal limits. Further follow-up revealed that after the high impedance was observed manipulation of the lead and irrigation with saline solution to the surgical site was performed, but the high impedance remained. The surgeon then decided to change the entire vns system. The generator and lead that were not implanted due to high impedance are expected to be returned, but have not been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead and generator confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.